Event description:
Pt. With behcet's syndrome with poor venous access had power port inserted (B)(6) 2010. Pt. Coming in daily beginning (B)(6) 2011 for solumedrol infusions. On (B)(6) 2011, site was accessed at 1015 and 250 cc ns begun at 200cc/hr. A 250 mgm solumedrol added. At 1120, pt. C/o burning and swelling at port site. Infusion stopped. Sent to radiology for port check under fluoro. Revealed thrombosed and leaking port a cath. Unable to determine if pin hole leak or catheter fracture. Returned (B)(6) 2011 for port removal and replacement.